Event description:
It was reported that, one day post-implant, this pacemaker triggered a lead safety switch (lss) due to high right ventricular (rv) pacing impedance measurements exceeding 3000 ohms. After switching the configuration from bipolar to unipolar, the impedance remained out of range. Additionally, high pacing thresholds and loss of capture were observed. Technical services (ts) recommended a device revision, and further testing was planned. No adverse patient effects were reported. Additional information was received indicating that the pacemaker was explanted due to high pacing impedance measurements exceeding 3000 ohms. A new pacemaker was implanted. No additional adverse patient effects were reported. This pacemaker has been received for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that, one day post-implant, this pacemaker triggered a lead safety switch (lss) due to high right ventricular (rv) pacing impedance measurements exceeding 3000 ohms. After switching the configuration from bipolar to unipolar, the impedance remained out of range. Additionally, high pacing thresholds and loss of capture were observed. Technical services (ts) recommended a device revision, and further testing was planned. No adverse patient effects were reported. Additional information was received indicating that the pacemaker was explanted due to high pacing impedance measurements exceeding 3000 ohms. A new pacemaker was implanted. No additional adverse patient effects were reported. This pacemaker has not been returned for analysis.

Event description:
It was reported that, one day post-implant, this pacemaker triggered a lead safety switch (lss) due to high right ventricular (rv) pacing impedance measurements exceeding 3000 ohms. After switching the configuration from bipolar to unipolar, the impedance remained out of range. Additionally, high pacing thresholds and loss of capture were observed. Technical services (ts) recommended a device revision, and further testing was planned. No adverse patient effects were reported.